Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. On (B)(6) 2024 around 3:00 pm, the patient was unresponsive, vomiting, and experienced blurry vision. The parent called an ambulance. The paramedics took a bg reading which was 400 mg/dl and the cgm reading was low. The patient was treated at the hospital with insulin and diagnosed with diabetic ketoacidosis (dka). The patient was hospitalized from (B)(6) 2024 and discharged around 8:30 pm. At the time of the report the patient was doing good. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.